Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. In this case, it is likely the device interacted with the mildly calcified, moderately tortuous lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device, as resistance was again noted, likely kinked the shaft, causing the reported deformation due to compressive stress, resulting in the reported difficult to remove. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous lesion in the right coronary artery (rca). A non-abbott guide wire (gw) was advanced to the lesion and plain old balloon angioplasty (poba) was completed with an unspecified 2.5mm balloon. A 3x38mm xience skypoint drug eluting stent (des) was then advanced with resistance from the anatomy and could not reach the target lesion. Upon removal of the des, resistance was noted with the anatomy and a kink in the shaft was observed. The procedure was completed, as is. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.